Event description:
Health care professional (hcp) reports home patient (hp) with leak in transfer set around twist clamp area. Effluent clear. No culture performed. Transfer set was changed by hcp and hp received prophylactic antibiotics (ancel 1500mg) intraperitoneally. No further patient injury or medical intervention was reported per hcp.